Event description:
It was reported there was a revision of a trochanteric fixation nail implant post intertrochanteric fracture, due to non-union. The patient was revised to a total hip replacement. During the removal, one of the 5mm locking screws broke. A fragment of the screw remains in the patient. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.